Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. Upon investigation the electrode belt intermittently failed essential performance testing. The cause for the failure was isolated to an intermittent open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During an investigation of an electrode belt at the distributor for an unrelated issue, a reportable malfunction was found. The belt intermittently failed functional testing.